Event description:
Pump was leaking. While surgeon was examining pump, medication came out under high pressure into his face. Md is fine, but stated that the tubing was coming loose from the pump.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample was received for eval and investigation. Without the actual product, part #, or lot#, a complete analysis cannot be conducted. The info provided during this investigation provides the best evidence that the tubing at the blue male connector broke, allowing leakage. CAPA has been issued to investigate broken tubing on the elastomeric pumps. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.